Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for post laminectomy pain, spinal pain, and failed back surgery syndrome. It was reported that the patient was hospitalized and needed an MRI of their brain- the hospital visit was confirmed to be not related to the patient's device/therapy. The hcp noted that the patient thinks one of the leads is disconnected but they didn't know why the patient thought this. No symptoms or further complications reported.